Event description:
It was reported by service report that the calf support is not latching. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: support latch was binding.